Manufacturer narrative:
Additional devices listed in this event: catalog (g) search description lot/serial # 502-03-54e; primary tritanium hemi cluster hole cup 54mm; v774y5; 2030-6530-1; 6.5 cancellous bone screw 30mm; rk56ay; 6570-0-036; delta v-40 ceramic head 36/-5; 61317001; 6721-0635; size 6 accolade ii 127 deg; 60799302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Based on the device identification the complaint databases were reviewed for similar reported events regarding infection. There have been no other similar events for the lot referenced.

Event description:
It was reported that a stage 1 revision was performed on patient's right hip due to pain and infection (infection confirmed by pathology, not identified). Mention was made by the patient of an unspecified prior dental procedure.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a stage 1 revision was performed on patient's right hip due to pain and infection (infection confirmed by pathology, not identified). Mention was made by the patient of an unspecified prior dental procedure.